Event description:
A non-healthcare professional reported that during loading intraocular lens (iol) during implant procedure, crimped haptic was discovered. There was no patient contact with the device.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).